Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the ¿wire loop¿ on a 5f exoseal vascular closure device (vcd) did not change color. After multiple attempts, the vcd and sheath were removed together. The plug did not release successfully and manual compression was used. There were no reported injuries to the patient. This was after a cerebral angiography and occlusion. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the ¿wire loop¿ on a 5f exoseal vascular closure device (vcd) did not change color. After multiple attempts, the vcd and sheath were removed together. The plug did not release successfully and manual compression was used. There were no reported injuries to the patient. This was after a cerebral angiography and occlusion. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was not locked. The plug was partially deployed, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white/red position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as the unit was returned partially activated; nevertheless, the complete depression of the guard and of the deployment lever was achieved which resulted as expected in the complete deployment of the plug. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition. The exact cause of the indicator window event reported could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position, deployment lever partially depressed, and plug partially deployed. However, as the device was received with the cowling guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling guard during use as the condition indicates an incomplete depression of the cowling guard may have occurred. Additionally, no information was received regarding the disposition of the deployment lever; however, the returned device was received with the deployment button partially depressed and the plug partially deployed. During the analysis, the deployment lever was fully depressed, and plug deployed with no issues noted. Additionally, based on the limited information available for review and product analysis, additional user related factors (user error) contributed to the issue experienced by the user as the deployment lever was found to be partially depressed and the plug partially deployed with no other anomalies noted. The exoseal instructions for use (IFU) notes the following: ¿(xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ as warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.